Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that the catheter was being placed for nutrition in the right internal jugular vein. During removal of the guide wire it "coiled". The guide wire remained stuck in the catheter as a result the catheter and guide wire were removed together. There was no delay and no consequences to the pt.